Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition flash CT system. It was reported to siemens that a child (1 year old) was rescanned on (B)(6) 2022. According to available information, the customer pressed the hold button after the topo scan (low dose overview scan) and error messages were displayed. The customer resolved the issue by restarting the CT system. The scan of the child could then be completed. No negative health consequences were reported for the child in association with the reported event. Necessary data for a detailed technical investigation was requested, however, no further information was provided. Based on the information available, no general product issue could be identified and the issue is rated as a single occurrence. This report has been submitted out of an abundance of caution.

Manufacturer narrative:
Necessary data for a detailed technical investigation was requested, however, no further information was provided. Based on the information available, no general product issue could be identified and the issue is rated as a single occurrence. This report has been submitted out of an abundance of caution.